Manufacturer narrative:
Correction: b1, h1 and h10. Based on additional information received, the baxter disposable is no longer a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2, a3, b3, b5, b6, b7 and h10. B5: upon follow-up, it was reported that the patient experienced staphylococcus aureus peritonitis. It was reported that when separating the lines of the icodextrin bag a hole was appearing. The patient had all leaking bags in the week leading up to getting peritonitis. The bags were thrown out. On the same day as the event onset, the patient was treated with gentamycin and cephazolin (intraperitoneally, daily, discontinued, dose was not reported). A day after the event onset, the patient was treated with cefazolin (once daily, for 21 days, discontinued, dose and route were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.